Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient believed their ins was malfunctioning. The patient noticed a return in symptoms, and last night as they were laying down on their back, they could feel vibrations of shocks, and when they rolled over on their side, they could still feel the vibrations. It was noted that when the patient woke up in the morning, they were in pain, throwing up, and did not feel well. The patient tried calling their managing healthcare provider (hcp) but had not been able to get through. The patient was redirected to continue following up with their hcp or to seek treatment at a medical facility if necessary to address their medical symptoms. No further complications were reported/anticipated.